Manufacturer narrative:
Block b3: date of event: the date of the event was approximated to (B)(6) 2023 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be separated from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on an unknown date. During the procedure, the clip would not deploy properly, and it was unable to be separated from the catheter. Attempted to manipulate the handle to get the clip released and successfully removed. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good-faith efforts.